Event description:
It was reported that during a robotic thoracic procedure, on the fifth firing of the device across lung tissue the device locked. The surgeon attempted to release the device with the release button but it would not open. They had to pull the device off the tissue. There was tissue trauma and the staples did not form at all. The procedure was converted to open.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested to the sales representative: the sales rep responded, "I was present during the case. It was found after he opened the patient that the lung tissue was not normal and the surgeon said that "no stapler would've worked" because it was like rubber. "